Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had pain where the leads were placed. The patient also inquired if the device can cause pain as they had a prior medical history ¿with her stomach¿. It was advised the patient contact their physician. Additional information received on (B)(6) 2017 reported that one of the leads had become loose and was hanging from the bandage. The patient was also in a lot of pain and was trying to take it easy. The patient had contacted their physician for the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the lead got pulled accidentally so they had pain when they turned it up. It was reported that the patient has the complete implant and is doing well. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.